Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 10-1/2 years due to prosthetic aortic stenosis, secondary to calcification. The patient presented with preoperative ejection fraction of 25%. The patient also had moderate-to-severe mitral regurgitation. Upon removal of the aortic valve, it was noted to be severely deteriorated and calcified. The leaflets would not open without significant effort. The valve was removed and replaced with another edwards bioprosthetic valve. It was well seated and transesophageal echo showed the aortic bioprosthesis to be properly functioning, also with significant decrease in mitral regurgitation. The patient was noted to have tolerated the procedure well.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the stenosis was likely due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.